Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy bag and abdominal pain. The cause was unknown. It was not reported if the patient was hospitalized for this event. On the same day as event onset, the patient was treated with amikacin injection (1 gm once a day, discontinued), ceftazidime injection (1 gm, once a day, discontinued), heparin (1000 iu, once a day, discontinued) and fluconazole injection (150 mg, once a day, discontinued) for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.